Manufacturer narrative:
The customer notified the manufacturer that the complaint file could be close because a technician was dispatched and was able to resolve the issue and it did not reoccur. The customer did not disclose what work was done to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a blue screen asking for a password, in the middle of surgery delaying users from removing required medication.the name of procedure was not disclosed by the customer and the required medication was successfully removed from a different room.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4 UDI, e2, e3, g2, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-dec-2021 to 20- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the issue was due to the all-in-one not being seated properly. The field service engineer reseated the all-in one and rebooted the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a blue screen asking for a password, in the middle of surgery delaying users from removing required medication. The name of procedure was not disclosed by the customer and the required medication was successfully removed from a different room. There were no adverse events or injuries reported based on this event.